Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator had a spark when the monopolar cable was disconnected. The event occurred during set up for a therapeutic transurethral resection of the prostate procedure. The procedure was completed with an olympus back-up device. There were no reports of patient involvement.